Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the 25 gauge cannula became disinserted from the cannula hub upon removal of infusion cannula. The metallic portion of the cannula remained affixed to the infusion cannula. The surgeon indicated he had difficulty maintaining eye pressure because he had anticipated filling the eye with gas through the cannula that was no longer in the eye. Additional information was received reporting since the surgeon was unable to put gas in the eye through the cannula as intended the gas was injected into the eye with a needle. There was no patient harm or injury reported.